Manufacturer narrative:
Initial and final MDR 1876162 MDR 3003442380-2024-05256- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula on (B)(6) 2024. His blood glucose level ranged between 340-350 mg/dl. The issue occurred with three similar types of infusion sets used for 8-12 hours.and the site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.